Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Lot number - two out of these three lots were used in the procedure: 714120, 828450, 845700 expiration date - 714120: 07/31/2015, 828450: 08/31/2015, 845700: 08/31/2015 manufacture date: 714120: 07/26/2010, 828450: 08/18/2010, 845700: 08/30/2010 this MDR refers to two meniscal repair devices that were used during the procedure. Review of device history records for all lots available at time of surgery in this facility confirmed lots released with no recorded deviations. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number three states, "bending, fracture, loosening, rubbing, and migration of the implant may occur as a result of excessive activity, trauma, or load bearing." This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent meniscal repair procedure on (B)(6), 2011. During the procedure, the surgeon was using the meniscal repair device to penetrate the meniscus when the needle sled bent and could no longer be used. This occurred with two different meniscal repair devices. The procedure was completed using two other meniscal repair devices, but only after a delay of more than half an hour had occurred. The potential lots used in this procedure were all released with no recorded anomalies. Medwatch is being filed due to the thirty minute delay.